Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the event of the type 3a endoleak of the bifurcated stent graft and proximal extension. An attempt was made to obtain medical records but was denied as patient authorization is needed. Procedure related harms, device, user, or anatomy relatedness of this event could not be determined. The final patient status was reported to be doing well post secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx2."

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent to treat an abdominal aortic aneurysm (aaa). Approximately (1) month post initial procedure at the 1 month follow up CT patient presented with what appeared to be a type 3a endoleak. Physician elected to treat with a infrarenal stent to resolve the leak. Reportedly, intervention went well and patient is doing great.